Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 600 mg/dl. Customer's blood glucose level went down to around 200 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Leaks were observed. Air bubbles the size of a dime were along the tubing length. The infusion set was curved. The insulin pump alarmed no delivery. The device was not returned.